Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information was received after the first follow up report and evaluation summary were sent. Additional information: b5, d4. Investigation - evaluation: a review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows 1 other complaints associated with the complaint device lot. The failure mode of the other complaint is unrelated to this failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 06dec2019. The balloon was inserted using a cotton swab and kelly clamp.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was returned in used condition with dark liquid inside the balloon and catheter. The stopcock was attached to the inflation line. A functional test was performed on the open device by inflating the balloon with tap water. A leak was confirmed in the proximal end of the balloon material. Under magnification grasper marks were observed on the balloon material. Three of the grasper marks punctured the balloon causing it to leak. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: warnings: maximum inflation is 500 ml do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. Precautions: avoid excessive force when inserting the balloon into the uterus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was returned for evaluation. A functional test was performed on the open device by inflating the balloon with tap water. A leak was confirmed in the proximal end of the balloon material. Under magnification grasper marks were observed on the balloon material. Three of the grasper marks punctured the balloon causing it to leak. The complaint was confirmed based on customer testimony and evaluation of the returned device. Based on the available information, the most likely cause of the event was determined to be unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 25sep2019.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using bakri tamponade balloon catheter, the balloon would not inflate. After the device was inserted into the patient, the user attempted to inflate the balloon by injecting water, but the balloon would not inflate. Another similar device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.